Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, patient who had ross procedure for aortic stenosis/aortic insufficiency is experiencing progressive conduit stenosis.

Manufacturer narrative:
The certificate of assurance for pulmonary valve & conduit sg was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. No graft specific non-conformances were identified. During the inspection of each cardiac graft, a qualified inspector wearing surgical loupes inspects the graft noting any attributes such as holes, tears, disruptions, plaque, etc. The inspector¿s training records were reviewed and they were found to be appropriately trained at the time the task was performed. The packaging inspection sheet for the shipment of the graft was reviewed and verified to be accurate. The appropriate instructions for use is documented on the delivery note as being sent to the hospital for use. Approximately 8-months following a ross procedure, the patient is still presenting with aortic stenosis, but no intervention has been provided to date. No tissue was explanted and nothing was returned for further evaluation. Cryopreserved pulmonary homografts have long been the conduit of choice to replace the pulmonary autograft and very little data exist to support the use of alternate rv-pa conduits for the ross procedure (brown 2008, mazine 2018). Albeit, stenosis has been reported with the use of cryopreserved cardiac allografts and is listed in the sgpv instructions for use (IFU). There is limited information available which precludes an adequate assessment of the reported event. As such, the root cause of the reported event approximately 8-months post-operatively remains unclear. Adequate precautions are provided in the IFU. The sg cryopreserved human tissue a/dfmea and pfmea were reviewed. The reported event is addressed. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.